Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Product performance engineering reviewed the incident information. Dissection, as listed in the instructions for use (IFU), is a known adverse event associated with the coronary stenting procedure, and is considered to be part of the inherent risk of the procedure. It does not appear to be any indications of a stent delivery system quality problem.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that the lesion was located from the lad diagonal 1 to the proximal circumflex. After pre-dilatation, another company's stent was implanted in the proximal circumflex and then the vision stent was implanted in the lad diagonal 1. After implanting the stents, an angiography was performed and a dissection was observed between those stents. Another vision was implanted to treat the dissection. No additional event or patient information is available.